Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise oversensing on the right ventricular lead. The rv lead was capped and a new rv lead was implanted on (B)(6) 2018. The rv lead showed an obvious insulation break on the portion of the lead that was behind the can when originally implanted. Patient¿s condition was stable before, during and after the procedure.